Event description:
The customer stated that she was treated by the paramedics after she went into a coma due to a low blood glucose reading of 40 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The customer stated that her dr told her to change her basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The no conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.